Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the "quarters" phase of a cataract extraction procedure there was no aspiration. The handpiece and the tip were immersed in a cup of solution but the issue was not resolved. Aspiration worked perfectly in the irrigation/aspiration mode. Surgery time was lengthened. The procedure was completed using an alternate handpiece with no harm to the patient.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation. For the report of there was an aspiration problem in quarters. Therefore, the condition of the product could not be verified. Even though, no lot number was identified with this complaint. Our products are processed and released according to the product¿s acceptance criteria. The cause of the reported event cannot be determined, with the information obtained. Therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed, and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No additional action is required at this time. A sample was not received at the manufacturing site. And no lot information is available. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).